Manufacturer narrative:
Permobil received smartdrive mx2+ for evaluation, and it was noted the wireless controller (apple watch) that was reported as being in use when the alleged event occurred was not returned with the smartdrive device, and evaluation was conducted with in-house test controllers. Evaluation of the smartdrive device was unable to replicate the issue of involuntary movement/activation as alleged to have occurred. The device responded normally given commands via wireless and wired controller options. Permobil is unable to reach a determination as to possible root cause for the reported event without speculation. Suspect device was operationally tested satisfactory and returned to dealer/provider.

Event description:
The end-user reports when they perform a double tap with their apple watch to engage a drive command, claims the smartdrive sounds as if the motor is engaging but the unit does not move. Then, after a short amount of time, the motor will engage catching the user off guard. No injuries were reported to have occurred as a result.

Manufacturer narrative:
The end-user claims when they performed a double tap of apple watch to engage a drive command of the smartdrive device, claims it sounded as if the motor is engaging but the unit does not move. Then, after a short amount of time, the motor reportedly engaged catching the user off guard. Provider to schedule with end-user to have smartdrive device and controller returned to permobil for evaluation. At this time, permobil is unable to confirm a product malfunction has occurred as alleged as no product has been returned. Permobil will continue to investigate, and if any new information is received, a follow-up report will be submitted.